Event description:
The customer reported that the check vent pressure sensor alarm was activated and kept on sounding after the circuit was replaced. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.